Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high capture threshold, high pacing impedance, inappropriate shock therapy and undersensing of ventricular tachycardia that led to failure to deliver shock therapy. It was noted the lead may be fractured. The lead was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
Serial number, model number, lot number, manufacturing date, expiration date, UDI, physical manufacturing site, patient information and customer information are unknown since the serial number was unknown. Sus voluntary event report was received. Medwatch: mw5148514.